Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had ongoing blood glucose level of 295 mg/dl. A system check was performed and air bubbles were observed along the infusion tubing. The customer primed the tubing to address the issue, and continued using the pump for insulin therapy.